Event description:
It was reported the procedure was being performed on an 87+/- female patient with an interscalene placement. The catheter was placed successfully in the morning and was being used. Later in the day, a clinician noticed the catheter was separated approximately 7 to 7.5cm from the skin outside the patient. The catheter was able to be withdrawn easily form the patient and was discontinued. Opiates were then used for pain management. There was no delay in treatment and no patient death or complications were reported.

Manufacturer narrative:
(B)(4).